Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The patient was revised to address valgus tibial malalignment. Well fixed primary attune tibia was removed and replaced with a rp revision tibia and pressfit sleeve and stem. Doi: unknown, dor: (B)(6) 2021, left knee.